Manufacturer narrative:
A visual inspection was performed on the anchor. It is broken at the distal end confirming the complaint. The anchor is distorted at the interface of the inserter which is indicative of high resistance during insertion. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the tip of a dynomite 2.0 pk w/ ultrabraid broke. When the package was opened the anchor fell off the inserter. The device was reassembled and the hole was drilled. A backup device was available for use. No patient injury or other complications were reported.